Event description:
It was reported while using bd plastipak¿ 3ml syringe foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the customer reports that there is an oily residue in the syringe barrel.

Manufacturer narrative:
This complaint has been confirmed as a duplicate complaint to one previously reported, see MDR MFR report # 1213809-2022-00587. This initial MDR, 1213809-2022-00592, should be considered cancelled.

Event description:
It was reported while using bd plastipak¿ 3ml syringe foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the customer reports that there is an oily residue in the syringe barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.